Event description:
Pt developed a hematoma. Pt was treated for hematoma and everything was working well. The lifesite was giving blood flows of 500-600 ml/hour. The pt complained about the location of the valves and the valves were moved. After movement, the cannulas detached and the lifesite was subsequently explanted.